Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the right atrial lead exhibited over-sensing noise. This atrial noise was recorded as false af episodes. No intervention was performed, and the patient remained in stable condition.

Manufacturer narrative:
Correction: the correct event description in b5 should have been "it was reported that the patient presented remotely via merlin.net. The transmission showed that the right atrial lead exhibited over-sensing noise. This atrial noise was recorded as false af episodes. No intervention was performed, and the patient remained in stable condition.", rather than "it was reported that the patient presented remotely via merlin.net. The transmission showed that the pacemaker and the right atrial lead exhibited a noise problem. The atrial noise was recorded as false af episodes. No intervention was performed. The patient remained in stable condition." The correct medical device problem code should have been "over-sensing" and "pacing problem", rather than "noise".

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-11115. It was reported that the patient presented remotely via merlin.net. The transmission showed that the pacemaker and the right atrial lead exhibited a noise problem. The atrial noise was recorded as false af episodes. No intervention was performed. The patient remained in stable condition.